Event description:
A respiratory therapist from the home healthcare company reported, "according to the nurse, the unit did not alarm when patient was disconnected. The patient was hospitalized because of condition".